Event description:
Event description guidant revceived information that the shocking impedance measurements for the implanted bipolar lead had been fluctuating high, between 50 and greater than 125 ohms. The physician elected to monitor lead impedance measurements at subsquent patient examinations to determine if corrective action is required. The lead remains implanted.